Event description:
The customer reports that one patient sample generated an initial falsely elevated architect stat troponin-I assay result of 1.95 ng/ml. This customer uses a cut-off value of 0.01 ng/ml. This result was questioned by a physician as it did not fit the patient's clinical picture. The sample retested at 0.001 ng/ml. The customer then retested a number of samples run around the same time period and all retested near their initial test results. There were no issues with any other patient samples. The patient was administered an anti-thrombolytic agent as a result of the initial elevated result. The customer also noted that the sample was collected in a "fast clot" tube (by bd). This patient does have a history of clotting problems. The patient has since been discharged with no ill effects. A service call was initiated. There is no further impact to patient care reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An abbott field service representative (fsr) made a visit to the customer site and found that wash buffer dispensing into wash zone 2 was uneven and replaced the valves. The fsr also re-aligned and calibrated the analyzer's stat probe and cleaned and replaced other components as a precaution. All system checks and quality control samples met specifications at the conclusion of the service call. The valves are a commonly replaced part to address fluidics issues (the part is defined as a replacement); the current evaluation did not identify any other issues requiring further action. Inadequate dispense of solutions is recognized as a probable cause of erratic results. Replacing the valves resolved the issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-109) contains information to address the customer's current issue. Based on the available information and the current evaluation, a deficiency of the system was not identified.